Event description:
One male patient sample with discrepant calcium results. Initial result 11.0 mg/dl, repeat gave 8.6 mg/dl. Initial results not reported. The field service representative was unable to determine the root cause. Performance test performed which were within specification.